Manufacturer narrative:
B.2., h.3., h.6.: the actual complaint product was not returned for evaluation. The device history record and sterilization record for this lot have been reviewed and found to be in compliance. A trend related investigation was performed; no trend could be identified. There were no nonconformity or deviations during the manufacturing process which related to the nature of the complaint. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
H.3., h.6.: the complaint sample has not returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available the manufacturer internal reference number is: (B)(4).

Event description:
As initially reported by healthcare professional stating that consumer is long time wearer of contact lens and was diagnosed with corneal ulcer on right eye (od). The consumer was advised to discontinue the use of contact lens. The consumer stopped the use of contact lens for a few weeks and started back up and ulcer returned. The consumer had sought medical intervention. The consumer's current condition is symptom resolved at the time of this report. Additional information has been requested but not yet received.